Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/22/2016, that on (B)(6) 2016, the device had an intermittent out of range signal. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of intermittent antenna icon could not be determined. The root cause could not be determined.